Event description:
It was reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. However, unit passed the displacement test.